Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of huyk1653 showed no other similar product complaint(s) from this lot number. Device not returned yet.

Event description:
Facility reported to sales rep that upon opening the device they noticed a hole in the lumen. This was noticed before use on a patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of holes in the catheter near the crimp collar was confirmed and the damage appeared to be related to the luer adaptor crimp process during manufacturing. One 7 fr d/l hickman catheter was returned for investigation. A visual observation of the returned catheter shows no evidence of use. No residue was noted on the external surface of the catheter. Holes were visible in the clamping oversleeve approximately 2mm distal to the white crimp collar. The holes were positioned 180-degrees apart. The white luer adaptor stem was visible through the holes. A kink was observed in the tubing that coincided with the location of the holes. The complaint sample was forwarded to the manufacturing facility for further review. A lot history review (lhr) of huyk1653 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to sales rep that upon opening the device they noticed a hole in the lumen. This was noticed before use on a patient.